Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes h.3 device eval by manufacturer? Yes d9: returned to manufacturer on: 31-oct-2024. Investigation summary bd received 10 samples and 1 photo for investigation. The samples and photo were reviewed and the indicated failure mode for additive abnormality with the incident lot was not observed. The additive did appear yellow but this is a normal condition following sterilization. Additionally, 100 retention samples from bd inventory, were evaluated by visual examination and no issues were observed relating to additive abnormality as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode additive abnormality. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that prior to use of the bd vacutainer® acd-a 1.5 ml blood collection tubes, the additive in two hundred (200) devices was yellow in color as opposed to previous lots that were clear. There were no health impacts or consequences reported.

Manufacturer narrative:
A device evaluation is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that prior to use of the bd vacutainer® acd-a 1.5 ml blood collection tubes, the additive in two hundred (200) devices was yellow in color as opposed to previous lots that were clear. There were no health impacts or consequences reported.